Event description:
The customer reported that the pump alarmed for error code 210.6020. The release switch was stuck, and the user was unable to remove the channel from the pcu. They removed the entire system from service and replaced it with a back up system.

Manufacturer narrative:
227573 evaluation statement: the reported event of error code 210.6020 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was patient involvement.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of error code 210.6020 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pump alarmed for error code 210.6020. The release switch was stuck, and the user was unable to remove the channel from the pcu. They removed the entire system from service and replaced it with a back up system.